Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the zimmer air dermatome was not cutting straight and the screws do not fit. No additional clinical information was received prior to this report.